Manufacturer narrative:
Additional information was received that the physician was not sure if the infection was device or procedure related. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed a staphylococcal infection at the ipg site. Symptoms were soreness and warmth around the implant site. The patient was prescribed antibiotics and underwent a revision procedure wherein the ipg and lead extensions were explanted. The patient confirmed that everything appeared to be clearing up and no further complications were expected.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had developed a staphylococcal infection at the ipg site. Symptoms were soreness and warmth around the implant site. The patient was prescribed antibiotics and underwent a revision procedure wherein the ipg and lead extensions were explanted. The patient confirmed that everything appeared to be clearing up and no further complications were expected.